Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead was dislodged. The physician had it repositioned and the lead had good measurements after. Rv lead remains in service. No additional adverse patient effects were reported.